Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site has not had any further issues with the system after the instrument were replaced. The medtronic representative reported the system is functioning as expected. Medtronic investigation of returned suspect device finds that the curved suction tool was connected to a test system with the ent application. It verified with an error of 1.4mm. Navigation and accuracy looked normal by picking several prominent landmarks on the phantom head model. Fully functional. A software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date unavailable. RMA issued; replacement suction instrument shipped to site on 12/4/2015. Medtronic investigation of the returned suction instrument is on-going. A medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged the 70 degree was approximately 1 cm inaccurate. The surgeon observed the inaccuracy after changing instruments from the straight suction to the 70 degree suction. The medtronic representative confirmed that the software was tracking the 70 degree suction on the screen, and was green status. The site re-verified the 70 degree suction two times and still showed the 1 cm inaccuracy. The surgeon changed back to the straight suction and found the straight suction was tracking accurately. The surgeon opted to continue using the 70 degree suction for the surgery. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.